Manufacturer narrative:
Correction: this supplemental emdr is being submitted to correct the submitted type of report under g6 which was erroneously selected as 5-day in initial emdr. The correct selection for the submitted report is initial and 30-day. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Initial 1 of 2 e1: country: spain city: (B)(6). Name:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tape not sticking due to sweating on (B)(6) 2026.